Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a "stator error" message and that the system would loose power during cases. There is no report of patient injury or death.